Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Event date is an approximate date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient with an implantable neurostimulator for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient was walking her dogs when they pulled her and it resulted in increased pain and less coverage of their upper shoulder pain. The patient was afraid the lead had moved as she was now experiencing more positional changes and no longer receiving 100% relief or coverage from her system. Impedances were checked and it was alright except electrode 9 that was out of range but they were not using the electrode. Attempts to reprogram the patient was unsuccessful at recapturing their pain. Overall the patient was still very happy and gets relief but just no longer 100%.